Manufacturer narrative:
(B)(4).

Event description:
It was reported by the physician that the distal end of the intra-aortic balloon (iab) catheter would not open under x-ray during use on a patient. The patient suffered from acute myocardial infarction, anterior descending branch occlusion, and blood pressure decreased after percutaneous coronary intervention (pci). It was stated that the blood pressure could not be maintained, malignant arrhythmia occurred subsequently, the rescue was invalid, and the patient died. A patient death was reported. (B)(6), confirmed that the death was related to patient's condition and not caused by teleflex device.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is not confirmed. The returned iab bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported by the physician that the distal end of the intra-aortic balloon (iab) catheter would not open under x-ray during use on a patient. The patient suffered from acute myocardial infarction, anterior descending branch occlusion, and blood pressure decreased after percutaneous coronary intervention (pci). It was stated that the blood pressure could not be maintained, malignant arrhythmia occurred subsequently, the rescue was invalid, and the patient died. A patient death was reported. Deputy director doctor (B)(6) , confirmed that the death was related to patient's condition and not caused by teleflex device.